Event description:
It was reported that during a lap procedure, a staple of the proximal end of the patient¿s side was not deployed at the 2nd firing during a functional end to end anastomosis. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).